Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device has not been returned to the manufacturer for evaluation. Method code - no testing methods performed. (B)(4).

Event description:
It was reported that during a spinal fusion surgery the handpiece heated up. It was noted that the drill bit did not seem to be seated in the handpiece properly and that may have caused the handpiece to heat up. The handpiece got too hot to handle so the surgeon switched it out for another and completed the surgery without further incident. There was no report of injury to the user or patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.